Event description:
The user reported that during pre-operative set up, this handpiece operated on its own without depressing the trigger. This occurred while the surgical technician was holding the device to connect the chuck attachment and insert a pin. The user reported that her surgical glove was caught and wrapped by the pin resulting in a bruise to her right hand. The x-ray taken of her right hand was negative. To date, the technician's hand is healing well and required no medical or surgical treatment.

Manufacturer narrative:
Investigation: conmed linvatec received this unit for eval and was unable to confirm the reported problem. During all testing, at no time, did this unit self-activate nor did it display any malfunction. In addition, at the time of the experienced self-activation, the user could not confirm that this device was placed in the safe mode. The instruction manual for this handpiece cautions the user: prior to each use, perform the following: inspect all equipment for proper operation. Do not attach, insert or remove accessories or attachments while the handpiece is operating. Place the handpiece safety button to the safe position prior to installation or removal of items.